Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she was waiting to be set up on a new insulin pump and in the meantime had high blood glucose levels. The customer's blood glucose level was 475 mg/dl. The customer was offered assistance to set up the new insulin pump, however the customer declined and stated she would speak with her doctor first. Nothing was replaced or returned for analysis.